Event description:
It was reported that the patient had prolonged pain after implant of the implantable loop recorder (ilr). The device is still in use. The patient is enrolled in the management of new-onset postoperative atrial fibrillation utilizing implantable loop recorder technology to observe recurrence of atrial fibrillation study. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.